Manufacturer narrative:
Concomitant products: product ID: a810, serial#: unknown, product type: software. Product ID: 8880t2, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-feb-25, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (2 mg/ml, 0.5 mg/ml) via an implantable pump for spinal pain. The rep reported they were asked to check the pump status of a patient's pump post-MRI on (B)(6) 2021. The rep stated there was no audible alarm and the pump was still showing a motor stall. The rep stated the pump was not checked post day of MRI and they have only interacted with the pump and tablet once. Additional troubleshooting actions were reviewed. The rep could not check the pump's status at the time of the call because they were having difficulty with bluetooth between the tablet and communicator. Additional troubleshooting was reviewed. No symptoms or patient complications reported. On 2021-mar-10, additional information was received. The rep reported the pump was successfully interrogated a second time and a motor stall recovery occurred message occurred. The patient did not experience any adverse symptoms. On 2021-mar-19, additional information was received from the manufacturer representative (rep). They reported the motor stall occur red on (B)(6) 2021 at 8:22 pm and the motor stall recovery occurred on (B)(6) 2021 at 3:05pm.